Event description:
It was reported that during intra-operative impaction, an avs navigator peek cage fractured. Another cage was used to successfully complete the procedure. There were no adverse consequences or surgical delays reported.

Manufacturer narrative:
Visual and functional and dimensional analysis was not performed as the device was not returned. Device and complaint history records could not be reviewed as the lot number provided was not valid and a valid lot number could not be obtained. No additional information was provided by the customer upon multiple follow up attempts. The root cause of the reported event cannot be determined conclusively from the information provided. H3 other text: status and location of the device is unknown.

Event description:
It was reported that during intra-operative impaction, an avs navigator peek cage fractured. Another cage was used to successfully complete the procedure. There were no adverse consequences or surgical delays reported.